Event description:
It was reported that a patient underwent a herniorraphy procedure in 2009. Three days later, the patient experienced pain and abdominal infection and returned to the operating room. During the second procedure, it appeared the stabilization ring was slipping out of the mesh and it had damaged the small intestine. The device was explanted and a piece of small intestine had to be removed. Currently, the patient is doing well.

Manufacturer narrative:
Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.